Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: occurred during an open right hemicolectomy procedure.

Event description:
According to the reporter, occurred during a laparoscopic right hemicolectomy procedure. The open stapling device was being used for the transection of the descending colon. The device broke. The anvil did not proximate. The staple line was incomplete. In order to resolve the issue and complete the case, opened another device to resect the additional colon tissue.there was unanticipated tissue loss and tissue damage as a result of the problem. More of the colon had to be resected than expected. This damage was considered permanent. The surgical time was extended by thirty minutes or more, which led to a longer anesthetic time. The patient outcome is alive, no injury.